Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". The customer delivered a correction bolus to address their elevated bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.